Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date to treat pelvic organ prolapse and mesh was used. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4) ¿ urinary problems. Additional narrative: it was reported that mesh was implanted on (B)(6) 2006 due to cystocele, rectocele and stress urinary incontinence following insertion the patient experienced pain, urinary problems and bleeding. It was reported that patient underwent revision/excision of mesh on (B)(6) 2012 due to pelvic pain. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that patient underwent cystocele repair utilizing non-frozen cadaveric fascia (tutoplast fascia lata), intraoperative cystoscopy on (B)(6) 2006 by (B)(4) at (B)(6) hospital due to symptomatic cystocele, voiding difficulty. (Per operative report)

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-02648 and medwatch 2210968-2013-02649. The same patient is represented in each medwatch.